Manufacturer narrative:
The field service engineer (fse) reported amp board error at the following fluorescence channel (fl4) position on the customer's fc500 flow cytometer while running flow check control. To resolve the issue the fse replaced the tarpon amp board and signal conditioner at the affected location (fl4). Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). (B)(4).

Event description:
The field service engineer (fse) reported amp board error at the following fluorescence channel (fl4) position on the customer's fc500 flow cytometer while running flow check (control). There was no report of death, injury, or change to patient treatment as a result of this event.